Event description:
It was reported that the device was used during laparoscopic cholecystectomy. It was reported by the rep that the clips were hard to fire and placing curved, not straight, clips at sporadic times. Another device was pulled to complete the case. There was no consequence to the pt.